Event description:
A hospital in (B)(6), reported via a distributor that an rt266 infant dual-heated evaqua2 breathing circuit did not deliver the correct pressure when used with an rt020 end expiratory filter.

Manufacturer narrative:
(B)(4). We are currently requesting the return of the complaint device and additional information from the hospital. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint rt266 infant breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore our investigation is based on the information provided by the hospital and our knowledge of the device. Without the return of the complaint device we are unable to determine what may have caused the fault reported by the customer. The hospital has since reported that a set up issue may have occurred. A lot check could not be performed as a lot number was not provided. All rt266 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a distributor that an rt266 infant dual-heated evaqua2 breathing circuit did not deliver the correct pressure when used with an rt020 end expiratory filter.